Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that two months before this report, infusion set's tubing disconnected from the needle on a brand-new set, before he used it. No further information was available.